Event description:
It was reported that approximately three weeks after a pulsed field ablation procedure, the patient had incidents of atrial flutter, supra ventricular tachycardia (svt) and palpitations, which were confirmed by a 12-lead electrocardiogram. An attempt to pharmacologically cardiovert was attempted on date of onset but the tachycardia and palpitations persisted. Approximately five weeks later electrical cardioversion was attempted but the tachycardia and palpitations persisted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two months after the procedure the patient experienced impaired consciousness and dysarthria. The patient was then hospitalized for a cerebral infarction.